Manufacturer narrative:
The remote service engineer (rse) evaluated the device remotely. It was determined that the battery was defective, which resulted in an operational failure. The customer was instructed to purchase a replacement battery. The device remains at the customer site and no further evaluation is warranted at this time.

Event description:
Philips received a complaint on the efficia dfm100 device indicating that the battery will not charge. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.